Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02026 / 02027).

Event description:
During a procedure, the tip of the drill bit fractured off and fell in to the patient. All pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." (B)(4). Visual inspection of the reamer confirmed the tip had fractured; it appears to be fatigue fracture. Discoloration and flaking of the nitride coating was also noted. Review of manufacture records found this item was made to specification and conforming when it left biomet control. A likely cause of the fracture would be use error, however, the complainant stated the correct technique was used; no definitive root cause can be determined. Investigation into this issue has been completed and no further actions have been deemed necessary.

Event description:
During a procedure, the tip of the reamer fractured off and fell in to the patient. All pieces were removed from the patient.